Event description:
He thinks that he ends up swallowing a minute quantity of the adhesive cream, accidental device ingestion. He has benign prostatic hyperplasia, benign prostatic hyperplasia. The symptoms of benign prostatic hyperplasia worsened after using polident adhesive cream, condition aggravated. Squeeze 4cm (of the product) on the centre of the denture per single use, wrong technique in device usage process. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream fresh mint) cream (batch number unk, expiry date unknown) for denture wearer. Concurrent medical conditions included benign prostatic hyperplasia. On an unknown date, the patient started polident denture adhesive cream fresh mint. On an unknown date, an unknown time after starting polident denture adhesive cream fresh mint, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), benign prostatic hyperplasia, condition aggravated and wrong technique in device usage process. The action taken with polident denture adhesive cream fresh mint was unknown. On an unknown date, the outcome of the accidental device ingestion, benign prostatic hyperplasia, condition aggravated and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion, benign prostatic hyperplasia, condition aggravated and wrong technique in device usage process to be related to polident denture adhesive cream fresh mint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on (B)(6) 2022. The consumer reported that, "currently using polident adhesive cream fresh mint by attaching the product on the dentures, and he would squeeze 4cm (of the product) on the centre of the denture per single use. As it is the medication that is used on the inside of the mouth, he thinks that he ends up swallowing a minute quantity of the adhesive cream, so he is worried if it would be harmful to the human body. He has benign prostatic hyperplasia, and the symptoms of benign prostatic hyperplasia worsened after using polident adhesive cream." Concurrent medical condition or concomitant medication list was affected by benigh prostatic hyperplasia, and could not confirm if he is taking any other medication.

Manufacturer narrative:
Argus case ID: (B)(4).